Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead had possibly fractured. The patient is a participant in the (B)(6) registry clinical study.